Event description:
It was reported that the patient had no stimulation for approximately six weeks. The scs ipg is unable to communicate with the charger. It is suspected that the ipg either flipped or is at an odd angle. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opnion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.